Event description:
It was reported that this implantable pacemaker recorded an alert for right ventricular intrinsic amplitude out of range. The stored episodes show oversensing of right ventricular noise. Further assessment was recommended. The leads are competitor products. The device remains in service. No adverse patient effects were reported.